Event description:
Valeo ll cage (lumbar cage) broke at the inserter screw hole area during strong impaction. No detailed surgical technique was provided pertaining disc prep and trialing. No pre or post-op x-rays were provided. No harm or injury to the pateint was reported. Case was completed with a new cage. Potential cause can be traced to user error.